Event description:
The patient reported blood glucose results of "91 mg/dl, 135mg/dl and 125mg/dl" with a lifescan meter , performed within 10 minutes of each other. The meter, test strips and control solution were replaced.